Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) was completed. The equipment was fully functional upon receipt. No problems were found with the device during the investigation. The lifevest detected ventricular fibrillation (vf) at 11:33:10 on (B)(6) 2014. A 150j pulse was delivered at 11:34:21. The post-shock rhythm was asystole transitioned to vf, and a second treatment was delivered at 11:36:21. The rhythm after the second treatment was asystole with intermittent cardiac activity. The response buttons were pressed briefly after the second treatment, indicating that a bystander was present during the event. The electrode belt was disconnected at 11:43:01 on (B)(6) 2014. The exact time of death is not known. Post-shock asystole is a known risk of defibrillation. No deficiencies were alleged against the lifevest. There is no indication of any equipment malfunction. The lifevest performed according to specifications. Device manufacture date: monitor, sn (B)(4); electrode belt, sn (B)(4), manufactured 12/2013.

Event description:
A zoll territory manager notified zoll customer support on (B)(4) 2014 that a (B)(6) old male patient passed away on (B)(6) 2014 while in the hospital. No deficiencies were alleged. After initially reviewing this event, zoll determined that the event was not reportable. Patient download data rec'd on (B)(4) 2014 revealed that the patient was treated twice by the lifevest. It is unknown when exactly on (B)(6) 2014 the patient passed away. After reviewing this data, zoll decided to report the event.